Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. The device was determined to be operating within the required specifications without malfunction. The reported event of the receiver displaying the initializing screen without a manual restart was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The data log was provided by the patient. The data was reviewed on 08/13/2015 and could not confirm the reported event of initializing screen without manual restart. A definitive root cause could not be determined. The device has also been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that the receiver restarted itself without manual input on (B)(6) 2015. The patient's mother stated that prior to this event, patient was sleeping. No additional patient or event information is available.